Event description:
On 7/27/2009, isi received user facility medwatch (B)(4) reporting the following. "Event desc: the monopolar scissor tip broke while it was being used in the operative field. The surgeon was aware of the break and was able to recover the tip. There was no harm to the pt. These instruments are suppose to last for 10 uses; this particular one had been used four times prior. MFR response (as per reporter) for monopolar scissors, da vinci s. The site had already reported the event to isi on 07/22/2009.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have one scissor blade broken off and taped to the housing. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight and the blades do not exhibit damage at tips. Five uses remaining. No other damage found. Per the case notes, the broken piece was retrieved from the pt and the procedure was successfully completed.